Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unknown. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
Translated description received (B)(6) 2015 from (B)(6). On friday, (B)(6) 2015 it was reported that a patient at the clinic has died. The patient was (B)(6). In (B)(6) 2013 the patient received initial rfa (closure fast treatment ) on both sides without any complications but also with no therapeutic success. As result, the patient returned in (B)(6) 2015. On (B)(6) 2015 the patient received bilateral rfa of the vsm with the closurefast. Additionally, the patient received 4ml of 3% aethoxysklerol (sclerotherapy) and 10 mg midazolam. Then on (B)(6) 2015 the patient underwent scheduled thrombosis exclusion bilaterally. On (B)(6) 2015 the patient presented again due to swelling of the lower abdomen. The patient was prescribed clindamycin 600 mg 3 times daily and advised to return to his family physician for potential IV therapy. On (B)(6) 2015, the patient returned. Here the abdomen showed an indurated area with extensive subcutaneous edema. Then (B)(6) 2015, it was the reported that the patient has died.